Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient mentioned their pump quit and they were completely out of medicine and stated they didn't realize that was why they were so sick as previously documented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep stated a healthcare provider reported that the patient was seeing an 8478 code on their personal therapy manager (ptm) indicating safe rate was in use. The manufacturer's technical services specialist (tss) reviewed that it was considered a silent alarm as the patient should still be able to get boluses and normal infusion; however, to clear it they may need to change the rate, i.e. Program the pump to minimum rate and then back again so the complete infusion information gets reprogrammed to the pump. The rep did not know patient information. The rep called back the next day with patient information and said the patient was withdrawing. The rep stated the logs said that at 2:53pm on (B)(6) 2024, "pump defaulted to minimum rate" code 07. The rep asked why this occurred and if it is related to age of the pump. Tss had the rep open a long session report and they confirmed the pump was critically alarming since the 11th but "no one heard an audible alarm" and the only thing logged is that the pump defaulted to a minimum rate. Tss emailed caller to attach a copy of the long session report. Caller did not have time to be transferred to hcit so they could pull tablet logs.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated since sunday, they have been seeing code 8478 on their personal therapy manager (ptm). The patient stated that they saw a surgeon last week and 'there's a lot of stuff to do before we do surgery, ' to replace the pump due to end of service (eos) and they need to run tests prior to doing the surgery due to the patient's medical conditions. The patient mentioned that they have had diarrhea for two days and 'threw up all day yesterday. ' the agent reviewed considerations/meaning of code, and redirected patient to their healthcare provider to further address the issue. The patient mentioned they struggle to connect to the pump intermittently for the last month to month and a half.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp stated the patient was in the hospital and reported that the patient thought their pump was "malfunctioning". They stated the patient thought it stopped working about four days ago and was in more pain. The hcp said the patient thought more drug was added to the pump in the last few days but the patient was still experiencing more pain than usual. The hcp was not able to verify if the patient had an actual refill or what was meant by more drug being added to the pump recently. The hcp said the patient contacted another hcp - possibly their general practitioner - and thought a manufacturer representative (rep) was going to come out and check the pump but no one has been out yet. The hcp was transferred to nas to page a local rep to confirm or coordinate checking the pump.